Event description:
A cartridge alarm was reported leading up to a malfunction identified by the caller. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer received assistance in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue appeared again.